Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. All testing was performed using a good known ac adapter. The ventilator did not power on with the ac adapter or internal battery. Internal inspection revealed a blown fuse on the power board was causing the unit to not recognize the external power. Carefusion installed a good known power board and the ventilator functioned properly with the external and internal power sources. Carefusion replaced the power board to address the reported issue.

Event description:
It was reported to carefusion that while the patient was at the zoo, the ventilator's inop light flashed and would suddenly shut off. There was no patient or user harm associated with this complaint. The patient was manually ventilated until placed on another ventilator.